Event description:
The patient reported having visian icl implantable collamer lenses implanted in both eyes. At the last check-up with the surgeon on (B)(6) 2012, everything was fine. The patient reported the vision in the right eye was cloudy and the patient was told by an optometrist she has cataracts in both eyes. Additional information has been requested from the patient but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer? No. Lens remains implanted. (B)(4).

Manufacturer narrative:
Evaluation method: medical review, work order search. Results: per medical review - reportedly, (B)(6), patient was told by optometrist whom she visited for the cloudy vision, in the right eye, that cataract had developed. Icl was implanted two years ago and according to the patient at the one year follow-up everything was fine .no secondary surgically or medically intervention was performed and no loss of bcva was reported. The additional information has been requested but not received yet. Literature reports that only 1-2% of patients develop clinically significant cataract following icl implantation probably due to patient related factors( especially high myopes and older patients).the reassessment will be performed when additional information is obtained from the implanting surgeon. A lens work order search was performed and no similar complaints were found within the work order. Conclusions - (no conclusion can be drawn): based on the complaint history, work order search and the medical review, a specific root cause of the event could not be determined. (B)(4).

Event description:
Additional information received - the facility reported the icl lens was implanted in the patient's left eye (os) on (B)(6) 2011. The reporter stated it was a peripheral anterior subcapsular cataract. At the last post-operative visit on (B)(6) 2013, the vision was satisfactory and the icl remains implanted.

Manufacturer narrative:
The lens was returned in liquid in a specimen cup. Visual inspection of the returned product found a piece of one haptic torn off and missing. (B)(4).

Manufacturer narrative:
The reporter indicated the lens was explanted on (B)(6) 2017 due to the development of a cataract, with no patient injury. Cataract surgery was performed and an iol was implanted. The patient's current condition is unknown. (B)(4).